Event description:
A report was received that the patient had infection at the pocket site. Symptoms include redness, drainage and open wound. The patient was prescribed with keflex and clindamycin antibiotics but it did not clear up the infection. The physician believed that infection was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms include redness, drainage and open wound. The patient was prescribed with keflex and clindamycin antibiotics but it did not clear up the infection. The physician believed that infection was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms include redness, drainage and open wound. The patient was prescribed with keflex and clindamycin antibiotics but it did not clear up the infection. The physician believed that infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.